Event description:
It was reported that pco2 values in blood increased with high gas flow, and there was low po2 values in the blood with high o2 gas flow in quadrox-I neonatal. The failure was detected during use. The action taken when failure was found is unknown at this moment. No harm or death to any person was reported. Complaint #: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
It was reported that pco2 values in blood increased with high gas flow, and there was low po2 values in the blood with high o2 gas flow in quadrox-I neonatal. There was no oxygenation problem but co2 eliminiation was not sufficient. The failure was detected after about 120-130 min perfusion time. The oxygenator was switched on. No harm or death to any person was reported. The product was investigated in the laboratory of manufacturer. During the visual inspection of the returned sample, no damage could be detected. Cleaning of the sample did not reveal any abnormalities such as foreign materials or clots. The leak tests blood side, water side and gas side were all passed. Thus, the reported failure could not be reproduced and a technical cause of the error could not be determined. Based on the information above, the product problem could not be confirmed. The lot number of the device hqv 141002 was not provided by the customer. The lot numbers sold to germany were detected via erp system using the returned quadrox batch number. There were two lot numbers detected and one of them can be from the reported product: the production history records (DHR) of the affected hqv 141002 with lot#3000221147 and lot#3000220219 were reviewed. According to the DHR results, the product hqv 141002 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production records of the affected oxygenator (order number 102397976) were reviewed. Following tests are performed according to the bop(basic operation procedure) as a 100 % inspection: leak test after welding; pressure test heat exchanger; leak test water side; leak and flow test gas side; pressure test blood side; coating test. According to the final test results, the oxygenator with the serial# (B)(6) passed the test as per specifications. Production related influences can be excluded. Medical assessment has been requested in order to assess the event and determine the possible causes. Medical assessment has been finalized. According to this assessment: the following assessment is based on the available data and information. In principle, the blood values from blood gas analyses within the normal range. Above all, the high po2 values as well as the oxygen saturation measured during perfusion indicate a functioning gas exchange of the oxygenator. The customer also confirmed that oxygenation was functioning properly. The pco2 values are also within the normal range by evaluating the blood gases. Further, the base excess is also within normal range during perfusion. Considering the blood values of the blood gas analyses exclusively, no abnormalities can be detected. The customer described that the cdi values at the time of the event indicated 60 mmhg and that the pco2 values were low in the short term because the patient was given tris buffer to metabolically decrease the high co2 values. A possible root cause for deteriorated co2 elimination could be condensate inside membrane of the oxygenator. Due to the condensate on the membrane, co2 elimination may be limited. A short-term significant increase in gas flow can flush out the condensate, possibly resulting in an improvement. No information regarding calibration of the cdi 500 can be found in the data. The manufacturer of cdi 500 recommends gas calibration before perfusion and during perfusion against the blood values of the blood gas analyses. However, if not calibrated cdi estimates [are] inaccurate and imprecise for ph and pco2 when compared to the calibrated measurement series. The calibration could, therefore, also be a contribution for deviations of values. Due to the positive investigation of the oxygenator, in the course of which no abnormalities were found, and the very good oxygenation values, there is no indication of a malfunction or diminution of performance of the oxygenator. There was no adverse event reported relative to the patient. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.